Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 47 mg/dl. The customer started to eat carbs in an hour it was lower insulin pump went into low suspend so he ate more and drank a pepsi and half an hour later the customer still had low blood glucose level and insulin pump was still in low suspend so he took the cannula out his body. The insulin pump will not be returned for analysis.